Manufacturer narrative:
Investigation summary: anemia: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
In (B)(6) 2025, an impella cp was placed via the femoral artery to support a 70 year old female patient admitted in with acute myocardial infarction and cardiogenic shock. Additionally the patient was known to have diabetes, hyperlipidemia, and hypertension. The cp was placed after the angioplasty was performed for the coronary artery and the patient suffered a ventricular fibrillation and was defibrillated twice. The patient additionally was enrolled in the oasis study protocol. When sent to the ICU on the cp pump the team observed positional alarms and did remedy the issue by troubleshooting. After just under 2 days of support the cp was weaned and explanted. Later in (B)(6) 2026 in the oasis follow-up there was a reported adverse event of anemia noted to have a "possible" relationship to either the impella cp and/or the angioplasty procedure. The bleeding was noted to be a significant loss of hemoglobin over a short period of time and classified as a barc 3a bleed. No intervention for the anemia was noted. Anticoagulation necessary for the pump placement and support can contribute to bleeding.